Event description:
It was reported the device exhibited a plunger travel error. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked top case. The device's event history log found? Check clutch plunger lever error". To conduct functional testing an occlusion test was performed and confirmed the reported problem. It was determined that a combination of the lead screw and both clutch halves that were old, dirty, and worn out due to normal wear was the root cause of the reported problem. The lead screw and both clutch halves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.